Manufacturer narrative:
The customer contacted a siemens technical service consultant. The technical service consultant instructed the customer to replace the ise buffer, perform a buffer prime and repeat the patient samples. Additionally, the customer replaced the standards on the system and performed scheduled calibration. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant advia 1200 chloride (cl) results were obtained on three patient samples. The results were not reported to the healthcare provider. The customer repeated the samples on an alternate system and those results were reported. There were no reports of adverse health consequences due to the discordant chloride results.